Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a high blood glucose troubleshooting. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump. Had a button error alarm and unable to deliver insulin. Customer reported that the insulin pump was exposed to moisture that could have led to button error. Troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 500 mg/dl and was in the hospital. Customer treated with insulin pump. And declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked belt clip slot.